Event description:
Same case as 2134265-2013-03483. It was reported that during a percutaneous coronary intervention, malposition and stent damage occurred. Vascular access was obtained via right femoral artery. The 90% stenosed target lesion was located in a calcified and severely tortuous proximal right coronary artery(rca). Pre-dilation of the proximal rca was performed with an unspecified balloon catheter. A 2.50x38mm promus element plus stent was then advanced and deployed in the right coronary artery. After the stent placement, the physician evaluated the lesion in the distal right coronary artery and have decided to intervene on the said lesion. Pre-dilation of the distal rca was performed with an unspecified balloon catheter. A 2.50x32mm promus element plus stent was then advanced to the distal part of the right coronary artery. While attempting to position the second stent resistance was encountered. Additional dilation of the distal rca was performed and readvanced the stent delivery system but failed. The physician used a 6fr non-bsc support catheter which was seated through the deployed 2.5x38 promus element stent for support. The 2.5x32mm promus element plus was again advanced and was getting caught up on the mid portion of 2.50x38mm stent. The 2.50x32mm promus element plus stent was pulling off the stent delivery system so it was immediately deployed overlapping the first deployed stent to prevent embolization. The support catheter and the stent delivery system were removed and the physician noticed that the ostium of the 2.50x38mm promus element plus stent was deformed and approximately 4mm had crimped in on itself. Only 6mm of the 38mm stent was left exposed and 4mm of that 6mm was damaged. The physician concluded that the mid portion of the firstly deployed stent was never well apposed and that the second stent was getting hung up at this spot. Post dilation was performed and the procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).